Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. The lead was wrapped in the pocket due to twiddler's syndrome. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.